Manufacturer narrative:
The t:slim x2 w/basal iq user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke to an auto-off alarm. Customer confirmed not interacting with the pump. There was no reported adverse impact. Tandem technical support educated customer about the auto-off alarm safety feature per the user guide. Customer acknowledged and was satisfied.